Event description:
It was reported that a catheter issue occurred. The chronic total occlusion target lesion was located in a moderately calcified and mildly tortuous vessel. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. After completing a full ivus run, the system was pulled back into the guide so that the telescope could be closed for another run. When an attempt was made to close the telescope in the guide, there was a lot of resistance and when an attempt was made to advance the catheter, the distal portion of the catheter fractured. The entire system was removed and once outside the patient, it was noted that the hypotube had broken off from the distal tip. The hypotube was found in the non-boston scientific guide extension and trapping catheter. The procedure was completed with another catheter and there were no patient complications.